Manufacturer narrative:
Although it has been reported that the used device will be returned for eval, it has not been rec'd. Therefore, a device analysis is not yet available. Upon receipt of the sample/completion of the investigation, a f/u medwatch will be submitted.

Event description:
As reported by distributor in other country, the end user hosp felt resistance upon insertion and removal of guidewire during a procedure to place a valved PICC device. Upon removal of the guidewire, the physician noted that a portion of the wire had detached. They attempted to retrieve the wire fragment with a snare. The case was completed using a new device (same catalog number) and the pt's other arm. In a /fu conversation with the rn from the case, it was stated that the guidewire fragment was unable to be removed, however the pt's condition was satisfactory. It was also stated that during initial withdrawal of the guidewire, it was pulled back against the tip of the metal introducer needle. It has been indicated that the used device will be returned for eval.